Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -7.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and narrow angles was observed, lens remains implanted. It was reported that the device did not fail to perform as intended. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- " the patient also experienced significant reduction of iridocorneal angles and shallow peripheral acd. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. H6- health effect- clinical code: 4581- shallow peripheral acd. Claim#(B)(4).